Event description:
Customer called to report that approximately 10-30 milliliters of clear/bloody fluid was leaking underneath the coulter lh750 hematology analyzer. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing a lab coat, gloves, and safety glasses or a face shield at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) found the leak to be coming from a puncture in the black stripe tubing located near the diff mix chamber's drain (pinch valve vl48b). The fse replaced the tubing and verified repairs per established procedures, the results of which met published performance specifications. The root cause is attributed to a puncture in the drain tubing for the diff mix chamber.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).